Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had hairline crack and customer was just in the water today. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.